Manufacturer narrative:
The customer reported issue of the autopulse displayed ua12 (lifeband not present) was confirmed through review of the archive however was not observed during the initial functional testing. Following service, including rotating the shaft to home position, deburred the sticky clutch plate, and replacement of the belt clip retainer, the platform was subjected to the run-in test using the large resuscitation test fixture for 15 minutes and no user advisory or fault occurred. The autopulse passed all the testing criteria. Visual inspection was performed and no damage was noted upon receipt. Archive review was performed and it shows multiple faults of ua12 occurred on the reported date of (B)(6) 2017, thus confirming the reported complaint. The archive also shows multiple faults of ua20 (position out of range) to have occurred on the reported event date but they are unrelated to the reported complaint. Functional testing could not be performed due to ua20 displayed upon powering up the platform. The shaft was rotated to home position to remedy this issue. Unrelated to the reported complaint it was also observed that the lifeband will not stay latched and the clutch plate was observed to be sticky. The belt clip retainer was replaced to remedy the lifeband issue and the clutch plate was deburred to remedy the stickiness issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial no (B)(4).

Event description:
It was reported that during shift check, the autopulse platform displayed ua12 (lifeband not present) upon power up the platform. No patient involvement reported on this issue.